Event description:
It was reported that there was "multiple pump alarms where delivery is stopped". Additionally it was reported that the customer experienced elevated blood glucose (bg) levels of 400 to in the 500's mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.